Event description:
It was reported that a lotus valve leaflet was immobile. Procedure summary: the 25mm lotus valve was implanted on (B)(6) 2016. Event summary: six (6) years post procedure, the patient reported discomfort and one leaflet of the lotus valve was found to be immobile. A valve-in-valve implant using a non-boston scientific valve is planned to mitigate the immobile leaflet of the lotus valve. Patient status: at the time of reporting, there were no further updates to patient status.

Manufacturer narrative:
B5: describe event or problem - updated h6: patient codes- updated h3 device evaluated by MFR: limited post-procedural media (ie filmed sequences of isolated step within the procedure, no comprehensive recording was made available to bsc) was provided to aid in the investigation and was reviewed by a bsc medical director and bsc quality engineer. The first video showed the post procedural angiogram on the aortic root with a lotus valve implanted in the native aortic annulus. A contrast assessment showed flow to the coronary arteries with no evidence of a leak. The second video showed a three-dimensional reconstruction of the lotus valve. The chronological order of events was not able to be determined without time stamps or accompanying images. One leaflet of the lotus valve was likely not moving; however, this was not able to be confirmed from the single image. Two other videos were provided from a later point in time of the post-procedure which showed an aortic root angiogram exhibiting a severe aortic regurgitation. The two-dimensional nature of the video did not allow to conclude if the regurgitation was central or paravalvular. The final video showed a non-bsc valve implanted as a valve-in-valve inside the lotus valve. The aortic root angiogram after the valve-in-valve procedure showed minimal leak.

Event description:
It was reported that a lotus valve leaflet was immobile. Procedure summary: the 25mm lotus valve was implanted on 16mar2016. Event summary: six (6) years post procedure, the patient reported discomfort and one leaflet of the lotus valve was found to be immobile. A valve-in-valve implant using a non-boston scientific valve is planned to mitigate the immobile leaflet of the lotus valve. Patient status: at the time of reporting, there were no further updates to patient status. It was further reported that during the 16 mar2016 implant procedure, the 25mm lotus valve was repositioned ventrically once with a great result. Six (6) years post procedure, an elevated gradient was noted that was attributed to the immobile lotus valve leaflet. Forty-two (42) days later, the previously reported valve-in-valve implant was performed with a 26mm non-boston scientific (bsc) valve. On an unspecified date, the patient was discharged home.

Event description:
It was reported that a lotus valve leaflet was immobile. Procedure summary: the 25mm lotus valve was implanted on (B)(6) 2016. Event summary: six (6) years post procedure, the patient reported discomfort and one leaflet of the lotus valve was found to be immobile. A valve-in-valve implant using a non-boston scientific valve is planned to mitigate the immobile leaflet of the lotus valve. Patient status: at the time of reporting, there were no further updates to patient status. It was further reported that the initial implant experienced one reposition attempt towards the ventricle with good result. The patient experienced an elevated aortic gradient due to the immobile lotus valve leaflet 6 years post procedure. The valve-in-valve implant with a 26mm non-boston scientific (bsc) valve was performed forty two (42) days after the reported immobile lotus valve leaflet. The patient was later discharged home. Literature citation: stolte t, winkel d, haaf p, nestelberger t. First report of evolut pro+ transcatheter aortic valve-in-valve in a degenerated lotus valve. Struct heart. 2023 nov 11;8(1):100229. Doi: 10.1016/j.shj.2023.100229. It was further reported via a journal publication a 25mm lotus valve was implanted due to severe aortic stenosis. Postprocedural transthoracic echocardiography (tte) showed a well-functioning valve (mean gradient (mg) 13mmhg, doppler velocity index 0.31, left ventricular ejection fraction (lvef) 30 percent, and no regurgitation). Several months post index procedure, the lvef improved to 55 percent. In 2022, the patient presented with shortness of breath (new york heart association (nyha) class iii) and signs of biventricular cardiac decompensation. Tte revealed a severe low-flow, low-gradient aortic stenosis (mg: 35mmhg, lvef 30 percent, aortic valve area 0.8cm2, indexed stroke volume 0.32ml/m2). Cardiac computed tomography angiography and a 3d visualization showed severe degeneration of the valve and high-risk features for coronary obstruction. After heart team discussion, transcatheter aortic valve implantation (tavi) in tavi was planned using a 26mm non-bsc valve after predilatation using a 18mm non-bsc balloon catheter based on the minimal diameter inside the lotus valve. Angiographic assessment showed normal coronary flow and no relevant regurgitation; post procedural tte also revealed no regurgitation and normal performance of the valve (mg: 9mmhg, doppler velocity index 0.36, lvef 33 percent). The patient was asymptomatic one month post index procedure. Oral anticoagulation with apixaban was restarted after the procedure.

Manufacturer narrative:
Literature citation: stolte t, winkel d, haaf p, nestelberger t. First report of evolut pro+ transcatheter aortic valve-in-valve in a degenerated lotus valve. Struct heart. 2023 nov 11;8(1):100229. Doi: 10.1016/j.shj.2023.100229. A2: age at time of event - updated. A3: sex - updated. B2: adverse event/product problem, outcomes attrib to adv event - updated b5: describe event or problem - updated. G1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email - updated. G2: report source - updated h6: patient codes- updated